Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad buttons were all intermittently unresponsive and required multiple presses to elicit a response. The ok and down arrow buttons required additional increased force to respond. Evidence of contamination was found under all key contacts. The keypad cover had been returned torn, exposing the ok key contact. The down arrow and ok key contacts were inverted.

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with contamination under key contacts and key contact defects. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.